Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had ams episodes due to oversensing of far field r-waves when the patient presented for follow-up in clinic. The patient was asymptomatic. Programming changes were made. The patient was stable and will continue to be monitored.

Event description:
New information received indicated that additional auto mode switches were observed due to far-field r-wave oversensing. Programming changes were recommended.

Event description:
New information received indicates that persisted ams due to oversensing were noted. Recommended programming changes were made. The patient will continue to be followed via merlin.net transmission.